Event description:
Customer's wife reported that the insulin pump was malfunctioning and stated that she was not sure if was delivering too much or not enough insulin. She stated that the most current blood glucose reading was 74 mg/dl. She stated that the drive support cap appeared normal or recessed. She was advised to run a manual prime and stated that insulin did exit. She did not find a leak. She stated that the date and time and bolus and basal rate settings were correct. She was unable to run a high pressure test. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.